Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact on the customers blood glucose level. The customer reverted to an alternate method of insulin therapy. During a systems check with tandem technical support, the occlusion was found to be within the cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.